Event description:
The hosp reported two pt perforations. The procedures were both completed by the same dr using the same device. Both pts did not require medical intervention to stop the bleeding. Both pts are reported to be fine.